Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. There was no noise observed. Troubleshooting and programming options were discussed. The device was checked and was noted to be fine. There were no further issues noted and no interventions planned. No adverse patient effects were reported. The device remains in service.